Manufacturer narrative:
A ge service representative performed an over the phone investigation. The footswitch was replaced during the service call.

Event description:
It was reported that the 7900 system would image on its own. No patient injury was reported.